Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 4 photos were provided for evaluation. The photos were reviewed, and the indicated failure mode of poor barrier separation was observed. In addition, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to poor barrier separation were observed. 3 retention samples provided in the complaint and 1 control tube were drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged at 3450rpm for 10 minutes, using an mse mistral 1000 centrifuge. All 4 tubes were found to have good gel separation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported with the use of the bd vacutainer® cpt¿ cell preparation tube with sodium heparin experienced poor barrier separation of sample. This event occurred 3 times. The following information was provided by the initial reporter: the customer stated "poor barrier separation after centrifugation." Verbiage received, - "customer states that when they spin down the tubes with blood in them, the red cells are not settling down and staying at the top of the tube. She had to redraw the patients blood and it did the same thing on that one too. She stated she has some unused tubes if she needs to send them in. She did state that the tubes are almost expired but not expired yet. "

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd vacutainer® cpt¿ cell preparation tube with sodium heparin experienced poor barrier separation of sample. This event occurred 3 times. The following information was provided by the initial reporter: the customer stated "poor barrier separation after centrifugation." Verbiage received, - "customer states that when they spin down the tubes with blood in them, the red cells are not settling down and staying at the top of the tube. She had to redraw the patients blood and it did the same thing on that one too. She stated she has some unused tubes if she needs to send them in. She did state that the tubes are almost expired but not expired yet. "